Event description:
Device history record was reviewed and the internal CAPA dealt with the issue of defective air sensors which could have something to do with the issue but not with solving it. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the door has been replaced, that solved the issue. The door sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Testing is not necessary as it depends on the installation and calibration of the pump. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: abnormal.

Event description:
The following has been reported by customer: air alarm will not turn off so pump will not run. Wouldn't allow priming to start. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.